Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pd cassette set would not disconnect from the dark blue female adapter of a minicap extended life pd transfer set. This was identified while disconnecting from automated peritoneal dialysis (pd) therapy. This was further described as the ¿patient tried to disconnect from the machine the light blue part of the transfer set twisted apart and the dark blue piece stayed in the catheter¿. As a result, the patient clamped the line and went to the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation attached to the female connector on a transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. A connection test between the female connector and the patient connector was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.